Event description:
It was reported the programmer will not interrogate any device. Rf (radio frequency) heads were replaced multiple times and not able to interrogate any device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 rf (radio frequency) head, product ID 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer passed functional and systems testing.